Event description:
A caller reported a malfunction on the pump, indicated by a malfunction code. There was no reported impact on the customer's blood glucose level. After receiving pump reset instructions from technical support, the caller reset the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.